Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Device also involved in the event: outflow graft (B)(4) catalog: 1125 exp. Date: 02/28/2017 UDI#:(B)(4). (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional devices involved in the event: (B)(4). (B)(4) and outflow graft were not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event of low flow was confirmed via log file analysis which revealed 99 low flow alarms and a decrease in estimated flow on march 20, 2017 at approximately 13:37 to parameters below normal operating range. Parameters returned to normal operating range on march 20, 2017.  Of note, after patient was taken to or, the gore-tex wrapping and a clot-like substance were removed resulting in subsequent improved flows to normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the investigation conducted, the most likely root cause of the decrease in estimated flow was the reported blood clot in the outflow graft. Clinical factors that may have contributed are multifactorial and may be attributed to anticoagulation therapy, disease progression, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased. Though the root cause can be attributed to the patient, pharmacological influences, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include thrombus and are outlined along with potential actions to take. Obstruction and outflow graft kink may also result in low flow. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. Guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator that the patient experienced flows below 1l/min. It was stated that the outflow graft had a clot or compression confirmed by cardiac CT. Patient remained relatively asymptomatic despite low flows. Patient was taken to the operating room for assessment of outflow graft issues. It was stated that the entire graft was wrapped in goretex and that the goretex wrapping and clot-like substance was removed by physician. It was further stated that the flows then improved from 0.9l/min to 3.1l/min at 2600 rpms. It was stated that the patient was discharged. No additional information available.

Manufacturer narrative:
It was reported from the site that the date of the procedure was (B)(6) 2017. It was stated that the patient was discharge on (B)(6) 2017 and was then readmitted and then discharged again on (B)(6) 2017. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.